Manufacturer narrative:
Unit was received with the motor arm cannot communicate with the main arm and an error in the motor was detected by reading unexpected value from hall sensor confirmed during rewind due to moisture damage to the electronic assembly. Blank display not found during testing. Unable to perform the displacement test due to rewind anomaly. Pump passed the self test, sleep current measurement and the active current measurement.

Event description:
The customer reported via phone call that her insulin pump had a blank display. The customer's blood glucose level was 249 mg/dl. The customer reported a blank display after receiving new battery cap. The customer was assisted in troubleshooting but the display did not return. The customer reported that the contacts on the battery cap were damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.